Event description:
Routine remote transmission showing premature battery drain. Device was under advisory for hydrogen premature battery drain. Confirmed with bsc (boston scientific corporation) tech support. Patient had appointment with epmd (electrophysiology doctor) opting for generator change to be scheduled.